Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
Asku

Event description:
It was reported that there was a power on reset. The device remains active. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis concluded that a power on reset (por) occurred. A write to locked ram por was recorded on (B)(6), 2010. The analyst noted that the por severity is low. The device should be able to fully recover after the reset. Corrected data: patient date of death, facility, and device code.